Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm had a damaged catheter during use. The following was reported by the initial reporter: "the patient went to our hospital at 07:07, on (B)(6) 2020, and was diagnosed by the doctor as: acute cerebral hemorrhage in the right basal ganglia region and intracranial hematoma removal by rupture into the ventricle. On (B)(6) 2020, when using the indwelling needle, it was found that the catheter was damaged, and replaced the indwelling needle in time."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063927. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm had a damaged catheter during use. The following was reported by the initial reporter: "the patient went to our hospital at 07:07 on (B)(6) 2020, and was diagnosed by the doctor as: acute cerebral hemorrhage in the right basal ganglia region and intracranial hematoma removal by rupture into the ventricle. On november 16, when using the indwelling needle, it was found that the catheter was damaged, and replaced the indwelling needle in time."